Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is the product code? 5/0 fast gut. They do not know what product code it was. The following information was requested, but unavailable: what is the procedure date & event day? What is the lot number? Was more than half of the needle broke? Were x-rays taken to locate the needle piece(s)? If retained, what is the surgeon's opinion of consequences to the patient? What is current condition of the patient?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the tip fell off of the suture. It is unknown if it fell into the patient as it was noticed after the close. No further action was scheduled at this time. There were no adverse patient consequences reported. No additional information was provided.